Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the button 4-5 times for the pump to respond. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.